Event description:
It was reported that the patient presented to the emergency room several days after implant with left-sided chest pain. A CT scan was obtained and indicated a possible perforation. The patient was transferred to another hospital and a transthoracic echocardiogram was performed. The device catheter was visualized in the right ventricle but the lead tip could not be confidently seen. The patient was given nonsteroidal medication for a probable microperforation. It was also reported that the patient occasionally had some discomfort possibly due to muscle stimulation from the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.